Manufacturer narrative:
At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's reported post operative experience. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the IFU as a possible complication. As reported, to date the mesh remains implanted. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol via maude event report (mw5066726): "on (B)(6) 2015 a laparoscopic bilateral inguinal hernia repair was performed. The procedure occurred without operative complications and a six week healing period was observed. Immediately following the surgery, bilateral pain was indicated to post operative staff that was not reconciled with medication. Pain is recurrent and dull. Movements of the abdomen, groin, torso, aggravate pain. Pain is unlikely to be resolved with time and operating physician specialized in hernia repairs with good reviews. The following meshes were used: 3dmax mesh-right medium, lot number huyk1305, exp 11/2019; 3dmax mesh-left medium, lot# huyg0885, exp 08/2019." Davol has acquired additional information: patient indicates experiencing some level of pain following a bilateral inguinal hernia repair in which a recent ultrasound shows indication of a possible recurrence on the left side, or nerve impingement with note of intermittent burning that radiates down the left leg. However, this has not been confirmed at this time. As reported the patient's md discussed possible treatment options but to date no action has been taken and only otc pain relievers have been used to treat the pain to date. The patient has recently moved and is currently seeking a new medical provider. Although the patient indicates some discomfort on the right side it appears this may be due to the alleged recurrent hernia reported on the left side. As reported an ultrasound did not find issue on the right side where the other 3dmax mesh was used. As it appears likely that additional treatment will be required to address the alleged left side recurrence an MDR is being filed to document the reported problem.